Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had abdominal pain and fever, and was diagnosed with septic shock and blocked infected bile duct. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.